Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction inop and the customer was unable to confirm if the device was able to produce sound. No patient involvement.